Event description:
During a procedure a burning smell was noticed. Biomed was called and all equipment was unplugged and sequestered. It was determined that the smell was coming from the surgical table. The patient was examined, no injury was noted. Manufacturer response (as per reporter) for surgical table, surgical tabledevice still under warranty "compressor in the modular unit had burnt up".

Event description:
During a procedure a burning smell was noticed. Biomed was called and all equipment was unplugged and sequestered. It was determined that the smell was coming from the surgical table. The patient was examined, no injury was noted. Manufacturer response (as per reporter) for surgical table, surgical tabledevice still under warranty "compressor in the modular unit had burnt up".